Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the stay safe connector during dwell 1 of dialysis treatment. He said he accidentally pulled out the plunger. No solution came in contact with the cycler. The patient stated no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated he was able to re-setup supplies and completed his remaining treatment without issue. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the stay safe connector during dwell 1 of dialysis treatment. He said he accidentally pulled out the plunger. No solution came in contact with the cycler. The patient stated no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated he was able to re-setup supplies and completed his remaining treatment without issue. The sample was discarded and was no longer available for evaluation.